Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient was at the hospital emergency room as the patient was having spasming and clonusing (leg was having a seizure). The patient's pump was due to be refilled in ten days from the date of this report. The consumer requested physician listings because the patient did not have a medical doctor and was planning to move and stay. It was later reported they had not found a physician yet. The patient was seeing a doctor in the hospital but he was not managing the pump. The patient was going to have a magnetic resonance imaging (MRI). The patient was getting weekly intravenous/immunoglobulin (IV/ig) treatments, oral baclofen/valium, and was thinking about trying to get a personal therapy manager (ptm). The cause of the spasticity and leg seizures was unknown. The patient was getting better as they stayed in the hospital. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.